Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was entangled with a guidewire. The 85% stenosed, mildly calcified, moderately tortuous target lesion was located in the left anterior descending artery(lad). During a percutaneous coronary intervention (pci), a flextome¿ cutting balloon¿ was used in conjunction with a guidezilla and an additional non bsc guidewire. When this device was used, it was unable to cross inside the guidezilla. The physician attempted to remove this device, however, it became entangled with the non bsc guidewire. The device was removed together with the non bsc guidewire. The procedure was completed with a different device. No patient complications reported and the patient's condition is good.